Event description:
The attending physician was passing an instrument through scope and felt resistance. A piece of something opaque, less than 0.5cm and triangular came out in the patient¿s duodenum. The physician was able to retrieve the object in entirety. The patient was not harmed, and the procedure was completed. Manufacturer response for hybrid colonoscope, (brand not provided) (per site reporter): awaiting report.